Manufacturer narrative:
Based on the information received, the device was prophylactically removed and there is no alleged malfunction of the product. Should the device be returned and the analysis results indicate an anomaly, a follow up report will be submitted. A decision was made on (B)(6) 2016 to report all prophylactic explants that are reported to st. Jude medical (sjm). Therefore, (B)(6) 2016 is used as the aware date for all prophylactic explants occurring prior to this date.

Event description:
It was reported that the implantable cardioverter defibrillator was prophylactically explanted and replaced on (B)(6) 2019 due to being on advisory. The patient was stable before, during, and after the procedure.